Event description:
Lead displayed rv and far-field channel lead noise. The device therapy has been programmed off. Patient was reported as having a valve infection and an artificial valve. Lead statistics are in range. Lead to be evaluated further in clinic. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.